Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. No device history record was reviewed since lot number was not provided.

Event description:
It was reported that the device had kinks and exhibited block alarms. There was patient involvement, no injury was reported.